Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for the last couple of months, maybe longer, the patient had not felt stimulation, and they stated that the ins was ¿inoperable.¿ within the last 2 to 3 months they had pain in their hip that wasn¿t there before, and pain ¿where the electrode that connected to the sacral nerve and vibrations are in the vaginal area, vulva and lip.¿ also, for about a month, their ins has not been working; their leaking returns when the stimulation is on, but do not leak not when the stimulation is off. They stated that they wanted the device removed. Troubleshooting attempted to have the patient sync with their device, but they were getting poor communication without their antenna; they saw the ¿trying to communicate¿ screen. They had an antenna somewhere, but couldn¿t locate it at the time. The patient also mentioned that their programmer (pp) batteries were run down and they replaced them on the day of the call. It was reviewed that they could get the antenna replaced if they couldn¿t find it, and it was recommended that they follow up with their healthcare provider to have the device checked and discuss removal. No further patient complications were reported as a result of this event.